Manufacturer narrative:
H.6. Investigation summary: one photo was received and evaluated. It was observed the syringe in the photo was much larger than the syringes manufactured at the canaan facility. The syringe in the photo provided was not manufactured in the canaan facility. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10

Event description:
It was reported that prior to use foreign matter was discovered with and unspecified bd 3ml syringe. The following information was provided by the initial reporter: (5 of 5) we have identified that some of the syringes have what appears to be small black dots that are on the inside of the syringe.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use foreign matter was discovered with and unspecified bd 3ml syringe. The following information was provided by the initial reporter: (5 of 5) we have identified that some of the syringes have what appears to be small black dots that are on the inside of the syringe.